Manufacturer narrative:
A2 - age at time of event: 18 years or older. Detailed product information was not provided to bsc. Good faith effort attempts were made to try and retrieve the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that difficulty removal occurred. The stenosed target lesion was located in the moderately tortuous internal carotid artery. A 10.0-31 carotid wallstent and filterwire were selected for use. However, after the stent was fully deployed, severe friction was felt between the filterwire and the stent delivery system upon removal. Despite the resistance, the stent delivery system could be removed but the physician felt uncomfortable. The issue was resolved by wetting the wire and thorough flushing during insertion. The filterwire itself was removed without any problems. The procedure was completed with this stent. There were no patient complications as a result of this event.